Event description:
It was reported that on (B)(6) 2015 a 2.5x38 mm rx xience xpedition stent was implanted in the eccentric left anterior descending (lad) artery with mild tortuosity, mild calcification and 95% stenosis. Intravascular ultrasound was performed; pre-procedure thrombolysis in myocardial infarction (timi) flow was 2 and post procedure timi flow was 3. On (B)(6) 2015, percutaneous coronary intervention was being performed on the right coronary artery; however, before the rca was treated, angiography revealed that the previously implanted stent in the lad was occluded due to thrombosis. Additional percutaneous coronary intervention was performed to treat the thrombosis. The patient was in good condition. The patient was compliant with dual antiplatelet drug therapy after the index procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Thrombosis is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.